Event description:
It was reported the lead was replaced due to high impedances and then 10 months later removed due to infection. The lead was analyzed and subsequently tested out of specification. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medical segment of the lead was returned and analyzed. Distal conductor fractured; defib conductor fracture (overstress), outer tubing kinked/buckled and overlay cosmetic esc; outer insulation torn. The device is part of the advisory for this model.